Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the entire system was removed due to an infection at the catheter site. The devices were discarded. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.